Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, restricted leaflets, tethered septal leaflet, large ventricle, and large atrium with a very large gap. A triclip was inserted and deployed on the tricuspid valve. A second triclip xtw was then inserted and deployed on the tricuspid valve. However, it was noted that the clip arms had not been confirmed to be perpendicular to the line of coaptation. A third triclip was inserted and advanced to the tricuspid valve. However, while inverting the third clip to go back into the right atrium, the third clip touched the second clip. The third clip was deployed on the tricuspid valve. However, after the third clip was deployed, the second triclip xtw detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). The procedure was completed with three clips implanted, reducing the tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Product complaint # : (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.